Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that the ins was dead and the patient has a loss of stimulation. It was reported that the patient was unable to charge the ins despite leaving it on for 24 hours. The patient reported that they felt miserable without the stimulation therapy. It was reported that the stimulator just stopped working after been unable to charge the ins effectively. It was reported that the patient initiated a normal recharge session but the ins has less than 25% charge with between 2 and 4 coupling bars obtained. It was reported that there has been no change in the ins implant site. The patient reported that they have been having recharge coupling difficulty, long recharge duration, and the ins has not been holding a charge for long as it used to hold. A new recharger antenna was requested to be sent to the patient and was told to call back if the new antenna does charge the ins effectively and have the stimulation turned back on. The patient called back and stated that the replacement antenna did not work and will want the ins replaced because it is dead.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.